Event description:
It was reported that during a procedure, difficulty loading the boston scientific starter guidewire into the farawave pulsed field ablation catheter was experienced. The catheter was not deployed without inserting a guidewire. Although there was slight resistance during insertion, various deployment tests were performed. The guidewire was replaced as there was considerable resistance during right superior pulmonary vein (rspv), however, it was not resolved. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, difficulty loading the boston scientific starter guidewire into the farawave pulsed field ablation catheter was experienced. The catheter was not deployed without inserting a guidewire. Although there was slight resistance during insertion, various deployment tests were performed. The guidewire was replaced as there was considerable resistance during right superior pulmonary vein (rspv), however, it was not resolved. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.